Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord needed to be replaced as it was determined to have high resistance during the electrical safety test. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the power cord needed to be replaced as it was determined to have high resistance during the electrical safety test. A quote consisting of the replacement power cord was sent to the customer for approval. Investigation is ongoing.

Manufacturer narrative:
A service quote consisting of the replacement power cord was sent to the customer for approval, but the customer ultimately did not accept. A philips service engineer was therefore not able to evaluate or repair the device; no work order was generated. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.